Manufacturer narrative:
Product event summary #evaluation summary: (B)(4) - the lead was returned, analyzed, and analysis results revealed a lead insulation breach. It was also noted that there were insulation cosmetic depressions. (B)(4).

Event description:
The lead was explanted due to an unrelated issue. The lead was returned and tested out of specifications. No patient complications have been reported as a result of this event.